Event description:
The customer reported that during a removal of a kidney from the patient, the system alarmed and a red light was observed. The surgeon removed the dissector and re-installed it in order to continue the procedure. The dissector could not be re-activated. A new dissector was eventually installed on the system. The original dissector was placed on a surgical table and a piece of the active waveguide disengaged. There was no patient injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow up report will be submitted.